Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 311.01. Synthes lot number: 5249051. Manufacturing site: synthes brandywine. Release to warehouse date: 31-may-2006. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the handle with mini quick coupling (part # 311.01, lot # 5249051) was received at us customer quality with the handle broken into two piece. Both pieces of the broken handle were returned for investigation. This agrees with the reported complaint condition, thus confirming the complaint. No other issues were identified with the returned components of the device. Service & repair evaluation: the customer reported the device the handle of the handle with mini quick coupling broke. The repair technician reported the handle is broken in half. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device failure/ defect identified? Yes, the handle was broken into two pieces. . Dimensional inspection: the following drawing(s) was reviewed: handle maxillofacial scrdr the outer ø 26 mm of the screwdriver got measured. Drawing: handle maxillofacial scrdr outer diameter: d = ø 26 +/- 0.2 mm. Conclusion: the measuring result does show conformity. Document/ specification review: the following drawing(s) was reviewed: -handle w/ mini quick coupling. -handle maxillofacial scrdr. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Complaint confirmed? Yes. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Occupation: synthes employee. The device was received, the investigation is in "progess", no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the handle of the handle with mini quick coupling broke. It was noticed after cs washed the set. It is unknown if there procedure. There are no patient consequences. This report is for 1 of 1 for (B)(4).